Event description:
Initial sodium result 133 mmol/l. Same sample repeated on 2 different analyzers gave results of 140 mmol/l and 131 mmol/l. Erroneous result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.